Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the console. A coaxial connection icon was consistently visible on the screen and did not resolve by replacing the coaxial umbilical or by rebooting the system. Technical support was contacted and a field service visit was recommended. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue (baseline flow icon) was been confirmed by field service engineering. Defective check valve (cv4) was replaced to resolve the error. The low pressure regulator and flow meter were also adjusted.